Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿03.404.013s, ria 2 graft filter - sterile¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Also, the photo investigation revealed that ¿03.404.013s, ria 2 graft filter - sterile¿ has debris around the device. The observed condition of the device was consistent with maintenance that may have been caused due to improper cleaning and sterilization. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the ria 2 graft filter - sterile would contribute to the complained device issue. Based on the investigation findings, ria 2 graft filter - sterile was broken because of component failure and debris because of maintenance, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part/lot combination doesn't match, therefore the DHR could not be completed. If the device is returned or the lot number is confirmed the DHR will be revisited. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during reamer, irrigator and aspirator (ria 2) use the yellow piece of ria was broken. Fragments were generated. The procedure was successfully completed with no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin and 510k are not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.